Event description:
On (B)(6), 2009, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component to treat an abdominal aortic aneurysm. On (B)(6), 2010, the pt was being seen for aortic artery stenosis, and an arteriogram demonstrated thrombus in the ipsilateral limb of the trunk-ipsilateral leg component, reportedly due to outflow issues. The fsa reported the ipsilateral limb of the trunk-ipsilateral leg component is completely occluded. The pt is asymptomatic at this time. No further adverse events were reported, and the physician will continue to monitor the pt.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.